Event description:
It was reported that one of the patient's leads 'came undone', so the health care provider (hcp) replaced the device and one of the leads.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3888-33, lot# j0333679v, implanted: 2003-(B)(6), product type lead product ID 3888-33, lot# j0333780v, implanted: 2003-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 37712, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator product ID 3550-09, lot# lb5847, implanted: 2003-(B)(6), product type accessory. (B)(4).